Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the investigation findings, this event was identified as a known event that had undergone risk analysis. The event can be prevented by following the instructions for use which state: the operation manual (chapter 3: preparation and inspection) and the reprocessing manual (chapter 3: cleaning, disinfection, and sterilization procedures). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects inside the channel tube (ch-tube). There was no patient involvement.